Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer went to a blank screen while interrogating a patient and then displayed an error message. Technical support (ts) had the caller cycle power and the programmer seemed to function properly after that, however the caller did use a different programmer to complete the interrogation. Customer still wanted instrument sent in for repair. The programmer will be returned for repair. No patient complications have been reported as a result of this event.